Manufacturer narrative:
The device reset was confirmed due to backup vvi mode on receipt from the field due to a power on reset (por). Impedance measurements on the hybrid found high impedance between the capacitor and the hybrid. Hybrid manufacturing records were reviewed and no anomalies were noted.

Manufacturer narrative:
UDI: (B)(4).

Event description:
The vibrational alarm activated and the patient was seen for follow-up. The device was found to be in back-up vvi mode. The device was exchanged since it was also a part of the field safety corrective action (fsca) implemented on 11october 2016 (sjm ref. (B)(4)) for premature battery depletion associated with st. Jude medical ICD and crt-d devices manufactured before may 2015. The patient was stable following the procedure.